Event description:
It was reported that the procedure was to treat a moderately calcified, restenosed lesion in the saphenous vein graft (svg) to the circumflex (cx) artery. Pre-dilatation was performed using a trek balloon dilatation catheter (bdc). The 3.25x38mm xience alpine stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy and was removed without reported issue. Additional pre-dilatation was performed using a trek bdc. The same 3.25x38mm xience alpine sds was re-inserted; however, it again failed to cross the lesion. Force was applied, which caused the non-abbott guiding catheter to become deep-seated, kinking the sds shaft and flaring the sds stent implant. During removal of the sds, the significantly flared stent implant could not be pulled back into the guiding catheter; therefore, all devices were pulled back to the radial access site. A surgical cut-down was performed to remove the sds and guiding catheter. There was a reported clinically significant delay in the procedure due to consultation with the surgical team and the surgical cut-down procedure. However, there was no reported adverse patient sequela and the patient will be discharged as planned. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. Additionally, it should be noted the xience alpine everolimus eluting coronary stent system electronic instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter.